Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 3.00x28mm promus element plus was advanced following predilatation but failed to cross the lesion. When the device was removed from the patient, it was retrieved intact. However, the device was noticed to be lifted. The lesion was again dilated and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
The device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the most proximal row were misaligned and lifted. The hypotube had some minor kinks at various locations. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 3.00x28mm promus element plus was advanced following predilatation but failed to cross the lesion. When the device was removed from the patient, it was retrieved intact. However, the device was noticed to be lifted. The lesion was again dilated and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.